Event description:
It was reported that patient underwent a right orthopedic salvage procedure on (B)(6) 2012. A custom distal femoral component has been requested for this patient and an upcoming revision procedure has been indicated. The revision procedure is planned due to torn mcl and lcl ligaments and to add a distal femoral component to the maxim im femoral that is currently implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Additional information received indicates the revision procedure was due to the patient anatomy and not due to failure of biomet implants.

Event description:
It was reported that patient underwent orthopedic salvage procedure on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2015 due to a torn lcl and mcl. The tears were due to patient anatomy. During the revision surgery, while removing the femoral component of the patient's knee from the stem, the modular head in the patient's hip disengaged from the femoral stem. Due to the modular head disengaging, the surgeon had to open the patient's hip and replace the modular head. The modular head was the only product of the patient's hip to be removed and replaced. This resulted in a 1 hour delay during the procedure.